Event description:
It was reported that the patient was implanted with a new ICD following heart surgery. 8 days post procedure, while being repositioned in the hospital bed, intermittent loss of capture was noted. X-ray confirmed proper lead position but a loss in lead slack was noted. Lead was reposition but loss of capture persisted. Md decided to replace the ICD. No further capture issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was tested on the bench and our automated testing equipment and was found to be normal. No anomaly found.